Event description:
A malfunction, identified by code malf 9, was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction code reappeared. The pump was out of warranty, prompting technical support to provide the customer with a supplier's report for further assistance.